Event description:
Boston scientific crm received information that this device could not be interrogated. No adverse patient effects were observed.

Manufacturer narrative:
At this time, no additional information is available. If additional information becomes available, this report will be updated.